Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved tip-stapler 30 malfunctioned during firing. The emergency key was used to release from the vessel. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the target tissue was a pulmonary vessel. The stapler was grasping the tissue, and the surgeon went to fire the load when a fault happened. No staples were fired, and no damage to the vessel was noted. The stapler would not move and did not release the tissue. An emergency key was used to release the tissue with no resulting tissue damage. A new stapler was used with no issues, and the procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved tip-stapler 30 instrument was analyzed and found to have a shifting failure based on msc log review. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument clamped, fired and unclamped without any issues. No other logs for review were available. Additional observations not reported by site that are not related to the customer reported complaint: the instrument exhibited imprecise motion during gripping and ungrasping. The grip tips moved within the joint limits and in the commanded direction, however there was a lag or delay in the motion that was observed. The instrument was found to have a loose grip cable at the proximal end. This failure caused the imprecise motion failure of the instrument. The instrument was found to have one of the levers to be broken. The instrument was found to have one of the snaps of the housing to be broken. The instrument was transferred to engineering for the shifting failure. Further testing confirmed initial fa findings. Review of msc logs confirm that a shifting failure occurred while shifting to the fire state from the roll state during the second install of this instrument. The additional logs show that the instrument was in a clamped state when the shifting failure occurred, hence the user would not be able to open the jaws normally, and the stapler release kit (srk) would be required to unclamp the jaws. Shifting failure displays a user facing message indicating that srk may need to be used to manually unclamp the jaws. Instrument was tested on an in-house system and passed initialization and engagement. Instrument was driven and moved intuitively with full range of motion in all directions. Shim test was performed, and instrument passed clamping and firing were repeated, and successfully completed onto a test sheet. The fa engineer was unable to replicate shifting failure during use. The complaint was confirmed by failure analysis. The sheath accessory was returned as an incidental return. There is no reported complaint against this part. The sheath was inspected, and no damage was found. The white reload accessory was also returned as an incidental return. There is no reported complaint against this part. The reload was returned unfired and there was no damage found. The reload was installed in an in-house instrument then placed on an in-house system. The in-house system showed an error of "used reload". Xi endowrist stapler reloads once installed and passed through the cannula will be flagged as used which is an expected condition.